Manufacturer narrative:
Concomitant medical products: tyrx-aae antibacterial absorbable envelope, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a lead revision where the right ventricular (rv) lead was replaced. No patient complications have been reported as a result of this event.